Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump history was not in chronological order. There was no reported impact to customer's blood glucose. Contact declined to further troubleshoot with tandem technical support.